Event description:
Three (3) pts had severe sore throats one day following use of device. Symptoms resolved spontaneously in two pts without treatment. A third pt had general anesthesia and an intrascalen block for rotator cuff repair. Induction was routine and insertion of a size 5 device was atraumatic. The pt was hospitalized for an extra day because of severe sore throat and difficulty swallowing. An ent consult examined the pt reporting an area of ulceration on the palate and around the larynx. No direct laryngeal involvement or foreign body was seen. The pt was treated with viscous xylocaine and was discharged the next day with improvement, being able to take liquids by mouth. Investigation of this incident and handling procedures used for the mask revealed that recently the masks were cleaned with a phenol-based product, matar (o-benzyl-p-chlorophenol o phenol-isopropinal, pm phenol and sodium hydroxide). No further info on this product is available at this time. The site was advised to follow the recommended cleaning procedures and clean the masks with a dilute, biocompatible soap, rinse thoroughly, and then to steam autoclave.